Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A system check was performed by technical support, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.